Manufacturer narrative:
Method: compliant history analysis, risk assessment, mfg record review and visual inspection. Results: this is the first complaint of this type on this and similarly designed cross connectors. The mfg file was reviewed and no deviations were found. The product was inspected and there were multiple scratches on the top of the cross connector and on the gold locking screws. In this case, when the surgeon decided he could not use this cross-connector he simply used another from the kit. Conclusion: the damage on the cross-connector implies that the failure was the result of an uneven grip on the locking collet with the cross connector closer. The uneven grip leads to the cross connector closer slipping and damaging the implant. The failure is related to user-error.

Event description:
It was reported that sr90d was used for fixation of l5-s1 and 'sr90d cross connector variable medium' was tightened after final tightening of the screw. When 'sr90d cross connector closer (cat#282052)' was swaged, one part of the 'sr90d cross connector variable medium (cat#500m)' was broken. The surgeon replaced it and a spare product was used instead of it. The procedure was completed. The surgeon needs to know the strength of the product.